Event description:
A bipap a30 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, an error code (failure of the outlet pressure sensor) was found in the ventilator's downloaded error log. There was no patient harm or injury reported. The system pca needs to be replaced to address the issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a bipap a30 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, an error code (failure of the outlet pressure sensor) was found in the ventilator's downloaded error log. There was no patient harm or injury reported. The system pca needs to be replaced to address the issue. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.